Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, upon device interrogation, multiple episodes of bradycardia was observed with additional pauses of undersensing episodes. The detections were related to undersensing of premature ventricular contractions. Programming changes were made and device is being monitored. Patient was stable.